Event description:
It was reported that the user accidentally announced a meal during training, which led to a low blood glucose event with a nadir of 62 mg/dl and subsequent correction guidance provided by a clinician. Symptoms included feeling tired and lethargic. Outcomes included successful self-treatment with oral carbohydrates, alerting by the device for the low, no need for outside assistance, and no medical intervention, with blood glucose recovering to 91 mg/dl and time out of range for about one hour. Investigation included user follow-up and education on appropriate meal announcements and treatment of hypoglycemia. Investigation of this case revealed an operational use issue related to an accidental meal announcement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user error in announcing a meal was the cause.